Event description:
It was reported that the pt's pacemaker flipped on its edge causing pain. The pt presented to the emergency room after a more severe episode of pain. A computerized tomography scan at the emergency room showed appropriate placement of the device and leads. There was a small amount of fluid within the region of the gastric pylorus near some surgical clips. The pt was discharged with a proton pump inhibitor in stable condition. Nine days later, the pt had a planned revision. The previous incision over the stimulator was open. The stimulator was found to be positioned appropriately. The 2 fixation points were intact, but the device flipped very easily within the seroma cavity. The seroma cavity was relatively large due to the slippage; 95% of the seroma cavity was excised. The stimulator was moved to the opposite side of the abdomen. Impedances were checked and were adequate. The pt was taken to recovery in stable condition with no apparent complications. Outcome was reported as recovered.

Manufacturer narrative:
(B) (4).